Event description:
It was reported that before the procedure the device get the blade tip broken. Another like device was used to start the case. No patient consequences

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Lot exp date: 11/2/2016. Manufactured date: 12/2/2011. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld inside the sterile package. The tissue pad was found in good physical condition and properly attached to the clamp arm. The blade of the device was intact and functional. The device was tested with a generator and no error code was displayed by the generator. Since the device was received in the sterile package, no conclusion can be reach on how the clamp arm detached. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.